Manufacturer narrative:
The repair evaluation confirmed the customer¿s reported ¿sudden loss of power¿. The problem was isolated to a defective (g1) circuit board. Additionally, the image has missing pixels due to lcd panel failure. There are scratches and a crack on the screen. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The device has not been repaired in the past year. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for the reported video cable connector failure. Based on the repair inspection the cause of the customer¿s reported no image issue was due to failure of the video cable connector; however, the cause of the failed video cable connector cannot be conclusively determined. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer high-definition liquid crystal display monitor was returned to olympus for repair for a reported sudden loss of power. It was unknown when the reported event was found. However, the scheduled diagnostic procedure was completed using the same set of equipment. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was presumed that the event of sudden turning off of the power was caused by failures of the g1 circuit board. Since further information was not given, the cause of failures of the g1 circuit board was not able to be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.